Manufacturer narrative:
A thorough investigation was performed in engineering to identify the root cause of the reported issue. The articulation issue was unable to be reproduced. The transducer was performing as intended. The system has returned to service with no similar issues reported.

Event description:
It was reported by the customer that the x8-2t tee transducer would not articulate during use with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. The field service engineer replaced the transducer to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.